Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 1.5; retest inratio: 3.5; retest inratio: 2.6. Pt's target therapeutic range is 2.5-3.0.

Manufacturer narrative:
Investigation pending.